Event description:
Device malfunction: none. Symptoms/ae: right facial weakness, slurred speech. Time of ae: 8 days post-procedure. It was reported that 8 days post successful stenting of the left internal carotid (lic) artery, the pt was hospitalized, in 2006, with right facial weakness and slurred speech lasting 5 mins. CT scan was negative. Catheterization showed a widely patent stent. Eeg was normal. The pt was treated with a heparin drip and continued to have recurrent transient ischemic attack (tias) affecting the right side of the body. He was discharged fourteen days later. Nihss, done on the day of discharge was normal. The investigator felt the recurrent tias were not related to the recently implanted left internal carotid artery (lica) acculink stent, but were most likely secondary to previously known 70% intracranial lica disease or diffuse disease of the left mca. Add'l info is unavailable. Study event.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.